Event description:
It was reported that within a month of implant, the right ventricular (rv) lead exhibited high capture thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2013. (B)(4).

Event description:
It was reported that within a month of implant, the right ventricular (rv) lead exhibited high capture thresholds. It was further reported that the lead insulation was damaged during a vt ablation procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.